Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 33 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer stated that they received multiple insulin pump error. Customer was able to successfully clear the alarm and received request to rewind pump. Customer was able to complete insulin pump rewind. Customer stated that the trace pointers are invalid alarm was performed a self test and the test did not pass. Customer stated that they received power error detected alarm was notification light stopped flashing immediately. Customer was declined to troubleshoot for low blood glucose level and troubleshoot for insulin pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue. No pump error alarm during testing.